Event description:
It was reported that the neurostimulation system malfunctioned. Neither details of the malfunction nor patient symptoms were provided. The neurostimulator and lead were removed and were not replaced. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-28, lot# v705290, implanted (B)(6) 2011, explanted: (B)(6) 2011. Analysis of the neurostimulator found no anomaly. Telemetry was found to be okay, and good stable output was measured on the electrode pairs the device had when received. The device passed the automated test console. Analysis of the lead found no significant anomaly. The lead had been cut through and suspected body fluids were observed in the lead. No shorts were identified between circuits and continuity was acceptable. A system test was performed with the returned neurostimulator and cut lead, and good stable output was observed.